Event description:
Reportedly, on (B)(6) 2012, it was not possible to interrogate correctly the pacemaker involved in this MDR report (only the summary screen was accessible). Magnet test and external ECG were performed to confirm that the pacemaker was working but because of this interrogation failure, it was decided to include the pt in the waiting list for the pacemaker replacement procedure. Finally the pacemaker was explanted on (B)(6) 2013 and will be returned for analysis.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.